Event description:
It was reported that a device was not recognizing a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "not seeing closed door" caused by a failed upper hook switch. The upper auxiliary assembly was replaced.